Event description:
It was reported that the left ventricular (lv) lead had dislodged. A lead revision was performed. The lv lead was extracted and replaced. It was further reported that during the lv lead revision, the implantable cardioverter defibrillator (ICD) lv header connector set screw was unable to be seen engaging the new lv lead. The ICD was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. It was noted that the returned device indicated a damaged grommet and the returned device indicated a missing set screw. Concomitant products: 4076, implantable pacing lead, (B)(6) 2012; 429688, implantable pacing lead, (B)(6) 2012. (B)(4).